Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had problems in their pocket and the family believed that it could be nerve related. About 7 months later, the patient had the ins relocated to the abdomen. No further complications were reported/anticipated.